Event description:
It was reported that approximately 67 months post implant of a bifurcated device, and an infrarenal aortic extension, the patient expired. Reportedly, the patient presented emergently, and a computed tomography was done, and showed complete aortic occlusion from just below the renals. Apparently, the graft had clotted, and the patient was ischemic in both legs, and he was being taken to the operating room. The physician elected to perform an axial-bifemoral graft on the patient, as he wanted to re-establish flow to the patient legs as quickly as possible. The flow was reestablished. However, the next day on (B)(6) 2015 patient expired due to respiratory arrest.

Manufacturer narrative:
Based upon the clinical review, the reported occlusion and associated complications were confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause for the occlusion was not identified. There was evidence of a non-device related type ii endoleak and possibly another unknown origin endoleak. It was not established whether the endoleaks contributed to the occlusion. Overall, the investigation is inconclusive as to the cause of the occlusion.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.